Manufacturer narrative:
Physio-control provided customer with the part number and pricing information for replacement therapy connector. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that a pin from the device's therapy cable has been broken off inside of the therapy connector. There were no reports of patient use associated with this event.